Manufacturer narrative:
The device was not returned for evaluation. The returned imagery was reviewed, and the following was observed: post-procedural device photo shows the sheath distal tip torn radially along the distal edge of the liner, with hdpe stretching. It is unclear if there is a missing component from the sheath, as a torn portion of the distal tip appears to be still connected to the shaft. The complaint for sheath distal tip torn was confirmed through review of the returned imagery, meanwhile system component separation during use was unable to confirmed, as it is unclear whether the distal tip was separated per the imaging evaluation. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per the complaint description , "at the end of the procedure, when the esheath was retrieved, it was observed that the distal tip was torn. It was also suspected that a part of the sheath may have separated. After x-ray investigation, the potential missing part of the sheath was not localized in the patient's body. There was no difficulty during esheath insertion, cross or withdrawal. The patient did not suffer any consequences. The femoral artery of the patient had no evidence of tortuosity or calcification." The provided post-procedural device photo shows the sheath distal tip torn radially along the distal edge of the liner and appears to be hanging onto the shaft with some stretching of the hdpe material. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in france, this was a case of a 26mm sapien 3 valve in aortic position by transfemoral approach. At the end of the procedure, when the esheath was retrieved, it was observed that the distal tip was torn. It was also suspected that a part of the sheath may have separated. After x-ray investigation, the potential missing part of the sheath was not localized in the patient's body. There was no difficulty during esheath insertion, cross or withdrawal. The patient did not suffer any consequences. The femoral artery of the patient had no evidence of tortuosity or calcification.